Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that there was a hole in the mesh body. The mesh assembly was received in two pieces. Piece one was the suture, blue dilator, and sleeve of which the sleeve and leader loops were cut. Piece two was the mesh body, blue w/white stripe dilator and sleeve where the leader loops were found not cut. The suture measured 4.0 cm and was broken and frayed. The dart was missing and not returned. Analysis revealed no damage to the suturing device. The complaint cannot be confirmed since half of the suture including the needle was not returned however, it was reported by the user that all parts of the device were retrieved from the patient. Therefore, a review and analysis of all available information indicates that the most probable root cause is operational context since due to anatomical or procedural factors encountered during the procedure, performance was limited. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02823, and manufacturer report #3005099803-2014-02824 for the associated device information. It was reported to boston scientific corporation that two uphold (tm) lite devices were used during an uphold lite placement procedure performed on (B)(6), 2014. According to the complainant, during the procedure, while attempting to implant the right side of the uphold device, the needle detached. The physician attempted to use a second uphold device and the needle detached again on the right side. It was reported that all parts of both devices were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02823, and manufacturer report #3005099803-2014-02824 for the associated device information. It was reported to boston scientific corporation that two uphold (tm) lite devices were used during an uphold lite placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while attempting to implant the right side of the uphold device, the needle detached. The physician attempted to use a second uphold device and the needle detached again on the right side. It was reported that all parts of both devices were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem of needle detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.